Event description:
Patient was revised to address osteolysis and loosening of the tibial tray at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.